Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple orders were not crossing over to multiple pyxis stations. The technical support specialist (tss) dialed into the server via securelink and confirmed with user that the provided orders appeared in the server, with one already discontinued. A webex meeting with pharmacy staff was held, during which downtime queries were reviewed multiple transactions were stuck in available processing but cleared after a short time. External communication and inbound services were restarted, and subsequent testing confirmed orders now appeared both in the server and at the station, the customer verified resolution. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, multiple medication orders failed to cross over to multiple pyxis stations. Reports were received from several floors indicating that orders were not crossing over from epic. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.